Manufacturer narrative:
Concomitant medical product: w2dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple syncopal episodes and head injuries as a result of falls due to the episodes. The patient was admitted into hospital, and an episode of p wave asystole was noted on the electrocardiogram. It was also noted that a polarity switch had occurred on the right ventricular (rv) lead. Dysfunction of the implantable pulse generator (ipg) leading to pacing failure was suspected and the ipg was reprogrammed. Subsequently the physician decided to explant and replace the ipg. During this procedure, intermittent pacing, high impedance and a low r wave were noted on the rv lead. Rv lead failure was also suspected, as a result the lead was also inactivated and replaced. No further patient complications have been reported as a result of this event.